Event description:
It was reported from a hospital that a 5cc hydroset appeared contaminated inside the powered pouch. It was not used and they opened another one to complete the procedure.

Manufacturer narrative:
Investigation in progress but not yet complete.